Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2, e3 and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that during reprocessing the evis exera iii duodenovideoscope, it was observed that eto cap was not on during gas sterilization. There were no reports of patient harm or impact associated with the event.